Manufacturer narrative:
Based on the available information, this event is deemed to be a product malfunction. Based on information provided, no patient harm occurred. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional details have been requested but have not been received to date. When additional information becomes available, a follow-up report will be submitted. Reported to the FDA on november 8, 2016. FDA registration number reporting site: 1049092 third party manufacturer: 2182291, 8022978 note: there are two (2) more associated cases with regarding the reported event. A separate 3500a form has been created for each event.

Event description:
Complaint received reporting that two (2) products had pin holes in the balloon and would not retain water (dates unknown). Those two were also disposed of. No pictures were taken. This was a balloon malfunction and no harm came to the patient. No further information has been provided.